Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing had air bubbles. The following information was provided by the initial reporter: material no: 2426-0007 lot no.: 20055256. It was reported that the alaris primary IV tubing is getting an error message of air in tubing and small bubbles can be seen in the flexible part of the tubing that fits into the module. A couple of the nurses here are having difficulty with the alaris primary IV tubing. When they prime the IV tubing and load it into the IV pump module, and go to start it, they are getting the error message of ¿air in tubing¿ and they can see small bubbles in the flexible part of the tubing that fits into the module and they have difficulty getting those bubbles out. They say they then take the tubing out and re-prime it and try again, but get the same error message. They then try a different pump module and get the same message and they have told me they end up ¿free flowing¿ the IV solution because they can¿t get it to work. They also tell me they have changed the IV tubing and get the same error message. It has happened to more than one nurse. ***response the date and time of the event was (B)(6) 2020 at 1200 rn was infusing a fluid bolus to an ER patient¿there was no adverse patient event. We did a phone call on (B)(6) 2020 at 2:00pm with the alaris rep, me, the involved rn and one other rn and the involved rn was not installing the primary tubing into the alaris module correctly¿she was skipping a step. Education to the rn involved was done by the alaris rep over the phone and tip sheets were sent to me which I have posted in several different places for reference and we are going to monitor the situation to see if the rn continues to get the error messages.

Event description:
It was reported that as lvp 20d 3ss cv tubing had air bubbles. The following information was provided by the initial reporter: material no: 2426-0007 lot no.: 20055256. It was reported that the alaris primary IV tubing is getting an error message of air in tubing and small bubbles can be seen in the flexible part of the tubing that fits into the module. A couple of the nurses here are having difficulty with the alaris primary IV tubing. When they prime the IV tubing and load it into the IV pump module, and go to start it, they are getting the error message of ¿air in tubing¿ and they can see small bubbles in the flexible part of the tubing that fits into the module and they have difficulty getting those bubbles out. They say they then take the tubing out and re-prime it and try again, but get the same error message. They then try a different pump module and get the same message and they have told me they end up ¿free flowing¿ the IV solution because they can¿t get it to work. They also tell me they have changed the IV tubing and get the same error message. It has happened to more than one nurse. Response. The date and time of the event was (B)(6) 2020 at 1200. Rn was infusing a fluid bolus to an ER patient,there was no adverse patient event. We did a phone call on (B)(6) 2020 at 2:00pm with the alaris rep, me, the involved rn and one other rn and the involved rn was not installing the primary tubing into the alaris module correctly she was skipping a step. Education to the rn involved was done by the alaris rep over the phone and tip sheets were sent to me which I have posted in several different places for reference and we are going to monitor the situation to see if the rn continues to get the error messages.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/15/2020. Investigation conclusion: the customer reported ¿the alaris primary IV tubing is getting an error message of air in tubing and small bubbles can be seen in the flexible part of the tubing that fits into the module¿. Received from the customer was one used primary set model 2426-0007 lot 20055256 with its original package. Received with a copy of the bd ¿clinical advocacy intake form¿. The two concomitant cad_8100 pump modules v9.33.0 and one concomitant cad_8015 alaris pcu 1.5 were not received from the customer for inspection and testing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed in the set¿s drip chamber and entire length of tubing. No abnormalities were observed during visual inspection. To prepare the set for functional testing a lab extension set was attached to the set¿s male luer. An 18 gauge cannula was attached to the end of the extension set to closely simulate how a set would be used in the field. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching it to the set¿s drip chamber allowing the fluid to flow through the set via gravity following dfu. The set flowed freely and showed no signs of air being introduced into the line. The set was loaded into a lab pump module device with an air bolus limit set to 250l and accumulated air ¿enabled¿, as the customer did not provide pump module¿s air bolus limit and accumulated air settings. The primary infusion was programmed at a rate of 75ml/h and vtbi 75ml. The infusion completed with no alarms or any air-in-line issues noted by the device. No air bubbles in the tubing were observed and when the device door was opened after infusion was complete. The set was pressure tested while submerged underwater (per dir (B)(4) ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or issues were observed on the set. Equipment used (inspection and testing performed on (B)(6) 2020. - air pressure regulator with pressure gauge eq00151, calibration due date: (B)(6) 2020. Optical ram-cnc, eq08204, calibration due date: (B)(6) 2021. - 8015 alaris pcu 1.5, eq08330, pm due date: (B)(6) 2021. - 8100 alaris system lvp, eq08327, pm due date: (B)(6) 2020. The device history record for primary set model 2426-0007 lot 20055256 was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of error message of air in tubing and small bubbles in the flexible part of the tubing was not confirmed on primary set model 2426-0007. The root cause of the error message of air in tubing and small bubbles in the flexible part of the tubing could not be determined as the reported event was not replicated during internal functional and pressure testing.